Event description:
The customer reported the ventilator would only operate via backup battery when plugged into ac power. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. As the device is out of warranty, the facility biomedical engineer contacted manufacturers product support (pse) for assistance. Pse advised the customer replace the power supply to address the reported problem. The biomedical engineer reported the power supply was replaced and the reported problem corrected. If a failure of the power supply occurs during use and the ventilator shuts down due to a loss of ac and/or battery power, an audible alarm will activate.

Manufacturer narrative:
Device out of warranty; no request for manufacturer's service.